Event description:
Same case as 6000089-2006-00635. 14 months after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.5mm, 45mm long, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of two taxus express2 8.8% 3.50x24mm drug eluting stents with a 2mm overlap in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. 14 months after the intial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was chronic diverticulitis, abdominal abcess, s/p colectomy with diverting colostomy, anemia and septicemia and the target vessel was not involved.